Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca) extending to distal rca. A 32 x 3.50mm promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the lesion due to severe calcification at mid rca. The physician performed shaping of the device but decided not to use the device to avoid further trouble. When the device was removed from the patient, it was noticed that the distal edge of the stent struts were lifted. The device was exchanged with a 32 x 3.0mm promus premier¿ stent and the procedure was completed. No patient complications were reported and the patient's status was good.